Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they have been having issues with the current lipid tubing not priming. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: we have been having issues with our current lipid tubing (10010453) not priming.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: we have been having issues with our current lipid tubing (10010453) not priming.